Event description:
Pt was admitted to the hosp, through the emergency dept, after sustaining a garden iii type femoral fracture. The pt reported falling when she got out of bed. The pt was seen in consultation by an internal medicine physician due to her multiple medical problems and was cleared for surgery. The pt was taken to surgery for placement of a endoprosthesis of the right hip. Blood pressure on admission to the or was 160/90. During filling of the femoral canal with methyl methacrylate, the pt's blood pressure began to drop to 80/60, decreasing to 60/40, and continued to drop. CPR was initiated; the pt was administered a fluid challenge and neosynephrine. Epinephrine, atropine, and one amp of hco3 were administered without successful resuscitation of the pt. The pt expired in the or.